Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was experiencing device disconnect errors (pcu to pump module) that result in bypassing the guardrails safety features. There was patient involvement, but no harm. The customer provided further information on (B)(6) 2026. From the customer's informatics team: "the pumps that were sent down to you just need to have the new library installed from on (B)(6) 2026 update (turn on/off) and then you can send back to nicu. Eric found that they were having problems in one room which had only 20% connectivity in the spot the pumps are located."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device disconnect errors could not be identified from the provided information alone, no logs or devices were returned. The facility provided the event and error logs for concomitant pcu s/n (B)(6), suspect syringe module s/n (B)(6) and suspect pump module s/n (B)(6) and s/n (B)(6). The event and error logs for syringe module s/n (B)(6) and concomitant pcu modules s/n (B)(6) and s/n (B)(6) were not returned; therefore, a log review of the specified devices could not be performed. A review of the provided error logs was performed, it was observed that concomitant pcu presented error code 600.6840.5 (cib connect failed; log only severity) on (B)(6) 2026. A review of the provided event logs was performed, it was observed that the last time the concomitant pcu module s/n (B)(6) was used with the suspect syringe s/n (B)(6) and pump modules, s/n (B)(6) and s/n (B)(6) was on (B)(6) 2026, there were no infusions programed, only log requests performed in maintenance mode by the facility. It should be noted that there was only one instance of a channel disconnected entry in the provided event log, however, it was registered for a different module other than the reported suspect syringe and pump modules, the disconnected module was recorded as a syringe module s/n (B)(6). The bd alaris¿ system user manual v12.3.2 states that interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. Publish infusion status messages for consumption by third-party systems. Due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents but cannot eliminate them. Pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. There are no differences in programming screens, prompts or the user interface between the system with interoperability and the system without interoperability. The implementation of interoperability does not preclude a clinician from manually programming the system. Manual programming is required in the event of a failure in any component of the interfaced system. External and internal inspection could not be performed due to the devices not being returned for investigation. Testing could not be performed due to the devices not being returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device disconnect errors could not be identified from the provided information alone, no logs or devices were returned and no fault was found that could have attributed to the reported incident. The facility reported that the devices were placed back in service after the devices library was confirmed to be updated and no further information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was experiencing device disconnect errors (pcu to pump module) that result in bypassing the guardrails safety features. There was patient involvement, but no harm. The customer provided further information on 18 february 2026. From the customer's informatics team: "the pumps that were sent down to you just need to have the new library installed from the 2.4.2026 update (turn on/off) and then you can send back to nicu. (B)(6) found that they were having problems in one room which had only 20% connectivity in the spot the pumps are located."